Event description:
The customer reported a set leak due to plasma being collected twice. Following initial plasma collection, the bag was sealed off and removed. The system began collecting plasma again and additionally the tubing set came apart at the slip fit luer causing plasma to spray on the machine and the operator's arms. The medical director was notified. There was no contact of plasma with mucous membranes. No medical intervention was reported. Patient information is not available at this time. This report is being filed due to a device malfunction (plasma being collected twice) that has the potential for death or injury.

Manufacturer narrative:
(B)(4). Investigation: it was determined through conversations with the customer that the customer's biomed was told by their operators that at the end of an autopbsc w/ plasma collection, the machine 'restarted' collecting plasma and since the line had been sealed, the collect line ruptured and spilled plasma everywhere. Initially 201 ml of plasma had been collected, but after the 'restart' the volume shown was 66 ml. This is a known software issue as documented to an internal issue tracker. The failure mode is that after processing an inlet volume of greater than 16.6 liters, the plasma volume resets to 0, and then collects the target volume of plasma again. The software issue only occurs in infrequently performed large volume procedures. The failure mode is possible with customers doing large volume collections and collecting concurrent plasma. If customers are processing 16+ liters of blood, they are collecting at 1 ml/minute, so usually have sufficient volume in the product to not need to collect plasma. Spectra does not manage fluid balance for mnc procedures so the operator would need to be monitoring this throughout the procedure. If the equipment collects the desired amount of plasma and then re-opens the collect valve and tries to collect the plasma volume again the operator can stop this action without ending the procedure by adjusting the volume. Review of the device history record for this device showed no issues during manufacturing. Root cause: software issue.